Event description:
It was reported that the lead was attempted but not used during the implant procedure. During placement the guidewire became stuck in the lead lumen. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. Competitor guidewire was received inside the medtronic lead. Guidewire was removed and a piece of it broke off inside the lead. The use of a competitor guidewire is contraindicated in the instructions for use.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.